Event description:
It was reported that the device alarm sounded after the patient's 11th treatment of radiotherapy for cancer. Device interrogation revealed that an electrical reset had occurred on (B)(6) 2010. Device function was normal, and all measurements were good. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was not received for analysis, but performance data was collected from the device and analyzed. The device recorded a write to locked ram power on reset on (B)(6)2010.